Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during suturing, pacing activation was assessed via markers following a defibrillation efficacy test, with pacing-related function set to deliver pacing after shock; however, pacing threshold had not been measured. It was noted that the mobile programmer application displayed vvi mode with a pacing rate of approximately 60 ppm, without evidence of capture, and egms appeared 100¿150 ms after pacing with no markers due to post-pacing blanking, while intrinsic rhythm was maintained at approximately 60 bpm. It was further reported that during a sensing test, the vvi mode indicator disappeared and sensing functioned as expected; however, pacing operation could not be confirmed afterward. It was noted that pacing activity consistent with vvi operation was observed on strip chart recordings for a duration exceeding 30 seconds, but no corresponding record was present in flashback memory. The 'extravascular implantable cardioverter defibrillator (ev-ICD) remains in use. No patient complications have been reported as a result of this event.